Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for partial display. The customer¿s blood glucose was 225 mg/dl at the time of the incident. Customer reported that he is having issues with insulin pump. Customer had white screen that flashing and red notification light flashing 2x and alarms x2 and he took the bat out and that did nothing. Customer reports display is flashing. Customer reports pump screen flashing when screen was turned on after being in sleep mode. Advise the pump will need to be replaced. Advise to discontinue use of the insulin pump and revert to backup plan per healthcare provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion of verify missing segments due to flashing white lcd display. Unit received cracked retainer, minor scratched display window and scratched case.